Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: could you please confirm the lot number that presented the alleged issue(torn package)? => lot#: 866a61. No further information will be available. No further information will be provided. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during an unknown procedure, it was found that the package was torn, and the device became not sterilized when it was taken out from the box. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.